Manufacturer narrative:
(B)(4). The be-pls 2050 was returned to maquet (B)(4) for evaluation. Upon visual inspection the foreign particle was confirmed. The centrifugal pump was opened to determine the root cause of this event. During the investigation, the unit was evaluated under a microscope, and it was identified that a defective bearing cup of the rf-32 was present. It was determined that the defective bearing cup has caused an unbalance, which led to abrasions at the rotor. The investigation determined possible root causes to be a human failure during the manufacturing process of the bearing cup or a handling failure during set-up. Additionally, such damage can also be caused by rotating the centrifugal pump without any priming volume. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, be-pls 2050, rotaflow centrifugal pump with bioline coating (lot number 70071279), foreign materials were identified. Reference: complaint (B)(4).